Event description:
An actiflo device was set up to place in the pt. The balloon to stop the flow of stool was inflated with fifteen cc of air per the MFR's recommendation. The balloon popped during inflation making it non-usable. This is the second occurrence that I am aware of where the balloon has popped prior to the insertion in the pt. The balloon was inflated with the syringe that was provided and to the MFR's instructions. The balloon system was possibly defective.